Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d6b date of explant: corrected. Manufacturer's investigation conclusion: the report of outflow graft thrombus was unable to be confirmed as no images or product were submitted for evaluation. Although review of the submitted log files confirmed a sustained low flow alarm, a specific cause for the no flow condition could not be conclusively determined through this evaluation. Review of the submitted log files found that the pump operated at the set speed without issue, and no other notable alarms were captured. It was noted that the onset of the no flow was not captured within the event log file as that data was overwritten by newer data. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient underwent a pump exchange, and heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for 0.0 flow and the system controller and modular cable was exchanged. There were no pump stops seen and an echocardiogram was completed. The log files captured low flow events on (B)(6) 2024. There was no improvement after the exchange. The patient underwent a pump exchange due to suspected extrinsic outflow graft obstruction. When cutting the outflow graft, the surgeon noted a clot inside.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.